Event description:
It was reported that one day post implant, high voltage lead impedance measurement increased. When the pocket was opened, the rv coil connection was loose. The device was explanted when the setscrew could not be retightened properly.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found no damage on the rv and svc septa and setscrews. The device's functionality was tested on the bench and on the automated electrical system. No high voltage lead impedance measurements were noted. It is believed that the connection issue resulted in the open high voltage lead impedance measurements observed during the implant.